Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient presented to an outside hospital) complaining of shortness of breath and a left heart catheterization was performed which revealed significant multivessel disease. The patient was transferred to the complainant facility for an impella supported primary percutaneous coronary intervention (ppci). The cardiothoracic surgeon subsequently declined surgical intervention due to the patient's low ejection fraction. The patient was brought to the cardiac and vascular lab for an impella cp supported ppci. The patient¿s right radial artery was accessed to perform an angiography. The procedure revealed a chronic total occlusion (cto) in the right coronary artery (rca). Upon attempting to engage the left coronary artery (lca), the patient's blood pressure dropped significantly. The impella cp was then inserted via the right femoral artery for mechanical support. The impella cp was placed without issue, and the ppci was completed successfully, and the patient was transferred to the intensive care unit. On support day 2, the patient was noted to have pink-red urine output and additionally it was noted that the patient was hemolyzing. A plasma free hemoglobin sample was drawn, and it was noted the results were elevated. The medical team declined to reposition the impella cp, and a formal echocardiogram was scheduled for later in the day. Of note, the impella was functioning as expected with no reported alarms. The patient¿s impella access site was bleeding, and the site was re-dressed. On support day 3, the impella access site continued to bleed. Heparin was decreased, and the site was again redressed with angle matching. The patient¿s urine had cleared significantly, however still had a slight pink tinge. The following day it was noted that the bleeding had resolved and the impella access site was dry, clean, and intact. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemorrhage/bleeding: bleeding was reported from the impella site during the first two days and was resolved after redressing, angle matching, and decreasing heparin levels. The cause of the bleeding issue was most likely user-related, based on the given clinical details. Mechanical interaction with blood (hemolysis, hematuria): the pump was not returned for investigation. Clinical details confirm hemolysis based on increased plasma free hemoglobin levels on the first day of implant, with resolution noted by the third day of use. Data log shows no abnormalities related to suction, motor current spike, or positioning issue during the case run. Some fluctuation in placement signal and pump flow was reported while running on a steady p-level; however, this does not indicate any specific patient condition. The cause of the hemolysis issue was not determined without returned product and sufficient clinical information. Device history review: the device passed all post sterile inspection checks